Event description:
It was reported the device was used during a gastric resection. It was reported the surgeon fired the tph90 and the device would not release from the tissue fired upon. The surgeon cut the device free from the tissue removing a slight amount of tissue. A new device was opened and fired to complete the case without incident. There was no consequence to the pt.